Manufacturer narrative:
Addition of UDI number (field d4).

Event description:
Reportedly, abnormal (non physiologic) signal are recorded on atrial channel, leading to a over-sensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report review of the provided patient files dated 15 november 2024 revealed: - inappropriate mode switches due to atrial oversensing on 03 and 04 november 2024. On several recorded episodes, non-physiological signals are visible on atrial channel. - the above observations do not suggest an ICD issue, an atrial lead issue cannot be excluded. Based on available data and since the lead was manufactured by a competitor, the exact root cause cannot be confirmed with certainty.

Event description:
Reportedly, abnormal (non physiologic) signal are recorded on atrial channel, leading to a over-sensing.